Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the device alarmed no delivery alarm. Customer's blood glucose was 11.5 mmol/l. Device was able to prime without alarm during troubleshooting. Customer was advised to change the set. Customer will not be returning the reservoir for analysis.